Event description:
I've been told the mesh that now holds my abdomen together is called biologic and/or strattice. My abdomen was cut in two to treat a life-threatening duodenal bleeding ulcer. It was put back together using the mesh. I was in the hospital from (B)(6) 2011 (ICU 18 days) until (B)(6), but returned next day due to massive infection of the legs; I was sent home with cellulitis. My legs were swollen to the point of no walking. I am/was fit (B)(6), but came home looking like I was over (B)(6) huge. I was released again (B)(6) 2011, after leg treatment by medication but my body was one massive infection from the time they cut me open and still thru this past trying-to-recover year. I am still recovering, still suffering from stomach/abdominal pain, many stomach (gi) issues, chronic daily nausea, diarrhea, and a stomach bulge that looks like a watermelon at all times. It becomes larger and harder after the smallest meal. CT scans, x-rays, ultrasounds, blood tests. It is hideous, painful, uncomfortable. Am told the mesh has stretched. Was told the bulge would go down. It didn't. Was told if hernia (which is what it looks like) that mesh would be removed. With no hernia now considered by drs as cosmetic and won't touch it. Now told it will grow into my body and will never be removed.